Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number 9446042. B3: estimated date.

Event description:
According to the available information when the nurse unpacked the catheter, the distal end separated from the body of the catheter. A new catheter was used.